Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector was loose and that the programmer needed its link electronic module board replaced. The unit was to be scrapped. (B)(4).

Event description:
It was reported that the programmer originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.